Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. Difficulty navigating the catheter through the anatomy is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The commander delivery system is designed to be compatible with a standard 0.035" guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035" guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, the inability to track through anatomy was unable to be confirmed as the complaint unit was not returned for evaluation and no relevant imagery was provided for evaluation. Investigation results suggest patient factors (tortuosity, pre-existing stent graft) may have caused or contributed to this complaint event. The tortuosity and presence of a stent graft in the iliac and descending aorta may have impeded the navigation of the delivery system to the target location. During the procedure, it was noted that the delivery system was unable to track throughout the patient anatomy due to patient conditions. To overcome the resistance in the anatomy, the device may have been manipulated, potentially causing the delivery system to kink. As such, available information suggests procedural factors (device manipulation) may have contributed to the delivery system kink. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards clinical specialist, this was a very complicated tavr case, since the patient had iliac stent grafts with grafts throughout the descending aorta with extremely tortuous anatomy, especially where grafts were placed. It was recommended against going transfemoral by edwards representatives; however, the implanter was insisting on transfemoral. Transfemoral approach was attempted and failed with buckling of the delivery system and corresponding anatomy. At this point, the valve and delivery system had exited the tip of the sheath. The delivery system and valve were successfully pulled into sheath and pulled out as one unit. Axillary approach was chosen as a bailout. A 29mm sapien 3 valve was successfully implanted. Upon closure of the axillary, a major dissection was noted. Life saving techniques were attempted; however, the patient exsanguinated and expired. The team felt the root cause of the dissection was the excessive manipulation of the delivery system when the team attempted to go transfemoral due to extreme tortuosity of the aorta and iliacs and the coda balloon.